Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent and one telescope guide extension catheter to treat a lesion in the proximal rca. Both devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated. The stent did not pass through a previously deployed stent. Resistance was not encountered when advancing the stent and excessive force was not used. It was reported that stent deformation occurred in vivo during positioning. It was also reported that resistance was felt during removal of the stent back through the lumen of the telescope and the onyx could not be pulled back into the telescope for repositioning. Excessive force was not used. The telescope, onyx and guide catheter were removed at the same time. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the resolute onyx device returned loaded in a 6f telescope guide extension catheter. The resolute onyx stent delivery system (sds) could not be removed from the gec due to proximal deformed struts catching on the tip of the gec. The sds was pushed distally out of the tip of the gec to reveal proximal struts had stretched over the proximal marker-band. Stent deformation extended up to the mid-stent. Distal struts were positioned correctly at the distal marker-band. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.